Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was attempted to be implanted within the esophagus on (B)(6), 2012 during a stent placement procedure. According to the complainant, the patient was being treated for a malignant tumor with an associated fistula. The fistula was reported to be 1 cm. In length. No issues with the device were noted prior to the procedure. The patient's anatomy was not dilated prior to the stent placement. During the procedure, approximately one minute after the stent was deployed, the physician noted tissue ingrowth through the stent cover. The stent was removed from the patient without any complications and another wallflex esophageal partially covered stent was implanted to complete the procedure. Reportedly, outside the patient, the physician examined the device and noted that there were "holes" in the stent cover. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
It was found that only the stent was returned for analysis. A visual examination of the returned stent revealed multiple holes in the silicone coating at various locations along the center of the stent. The pinholes along the length of the stent were smaller than 1.0 mm in diameter. No other issues were noted with the stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the evaluation conducted and the details of the complaint, a definitive root cause could not be determined.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was attempted to be implanted within the esophagus on (B)(6), 2012 during a stent placement procedure. According to the complainant, the patient was being treated for a malignant tumor with an associated fistula. The fistula was reported to be 1 cm. In length. No issues with the device were noted prior to the procedure. The patient's anatomy was not dilated prior to the stent placement. During the procedure, approximately one minute after the stent was deployed, the physician noted tissue ingrowth through the stent cover. The stent was removed from the patient without any complications and another wallflex esophageal partially covered stent was implanted to complete the procedure. Reportedly, outside the patient, the physician examined the device and noted that there were "holes" in the stent cover. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.